Event description:
It was reported that the Critical care nurses reported in an online survey that a nurse stated that the therapy did not continue to be effective during the holding session using "Arctic Sun 5000" with pads "Neonatal". Additionally, In the online survey in chart 2 a nurse stated that an adverse event was experienced as a result of the holding session, this being: "Interrupted neuroprotective cooling " while using "Arctic Sun 5000", with pads "Neonatal".

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.UDI format updated with available product information per GUDID.H11: Section A through F - The information provided by BD represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to BD.